Event description:
It was reported that during a sleeve gastrectomy procedure the cartridge package was opened and there was a hair wrapped around the cartridge. Another cartridge was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Upon visual inspection of the open package, it was confirmed that a plastic fiber was present in the package and that the fiber extends across the plane of the seal. Fiber was observed under microscope to verify that it crossed the entire package seal. The batch record was reviewed and no anomalies were noted during the manufacturing process.